Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device exhibited fluid loss. A surgical procedure was performed during which a hole in the cuff was found. As a result, the balloon and the cuff were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.